Event description:
According to clinician, 3 implants were placed in class iii bone during routine surgery. The implant in site #22 replaced a failed 31 fixture in an immediate extraction site. Bone quality in the site was poor. The implant was removed 2 months post-opertively.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.